Event description:
On january 1, 2024, senseonics was made aware of an incident where user received a sensor suspend alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The transmitter diagnostic upload was reviewed, which showed a disconnected led resulting in a drop in the signal channels starting from december 30 and onwards. The firmware versions 6.04.05 and later was updated to have this type of failure to be alerted as a sensor replacement alert instead of a sensor suspend alert. An RMA was issued for the sensor only, but both the sensor and the transmitter were returned. The issue was only related to the sensor's led and no further investigation was necessary for the returned transmitter. The root cause for the reported failure was due to led crash. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to 22 march 2024. D9. Device available for evaluation? Yes, 31 january 2024. G3. Date received by manufacturer updated to 18 march 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.